Event description:
It was reported that the procedure was a subintimal angioplasty extending into the popliteal artery requiring a flexible stent to communicate between the subintimal and true lumen. The vessel diameter was 5.8 mm. No disease was noted in the popliteal artery by computed tomographic angiography or conventional angiography. The superficial femoral artery (sfa) and subintimal canalization was pre-dilated using a non-abbott 6 x 200 mm balloon catheter. The introducer sheath was at least 35 cm away from the proximal end of the stent during deployment. The thumbslide was used appropriately and the proximal lock was rotated laterally to unlock prior to the start of deployment. The nosecone lock remained locked. The supera self-expanding stent (ses) did not detach from the deployment system and was subsequently removed from the patient in the deployed position. The physician did not release the nosecone on the ses and it was able to be removed from the patient without damage to the vessel. No portion of the stent was deployed inside the introducer and the ses was removed under fluoroscopy.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The second ses was viewed under fluoroscopy and the stent migrated back into the proximal sfa. It moved so rapidly that it was not noticed until the physician removed the deployment system from the patient and could not see the stent in position. The physician visualized up the thigh and found that the migrated stent deployed and lodged itself without further complication in the proximal sfa that had already been dilated with a balloon catheter. The physician ended up successfully traversing the subintimal to true lumen communication with a viabhan. There was no clinically significant delay in the procedure or adverse patient sequela reported. No additional information was provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The other supera self-expanding stent (ses) was filed under a separate manufacturing number.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of job traveler revealed no non-conformances that would have contributed to the reported event. The results of the historical data review and query of the complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.